Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 15-jun-2015, fse arrived at the site to address the reported event. Fse attached a new tie wrap to secure the loose tubing which resolved the issue. The customer was subsequently able to resume operations. No further action was required by field service. The most probable cause of the reported event was due to loose probe tubing.

Event description:
On (B)(6) 2015, the customer reported that probe #1 was leaking with their a1a-900. The customer noticed the leak when she went to prime the diluent. She noticed that the tubing had become loose; however, when she attempted to reattach it, the tube would not stay connected. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting for hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.